Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using the proper technique, allowing the customer to successfully resume insulin therapy.